Event description:
It was reported that the patient presented to the clinic for a pacemaker implant. During implant of the pacemaker and a passive lead, the pacemaker was not capturing at all times. The physician decided to replace a passive lead with an active lead, and an error was noted on the pacemaker. The pacemaker was replaced during the procedure to resolve the issue. The patient was in stable condition throughout the procedure.